Event description:
Balloon burst on inflation for fibrotic graft stenosis. It must have split circumferentially rather than longitudinally, because surgeon couldn't get it back into sheath. Eventually, managed to pull sheath and balloon out together, and split balloon had rolled back on itself to form a 'doughnut' shape, which is why it would not pull into sheath.

Manufacturer narrative:
Expiration date unk as lot is unk. Pt outcome was not provided by the reporter. Balloon rupture is addressed in the supplied IFU. Evaluation: event is still under investigation.